Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a pars plana vitrectomy procedure on the right eye, an ophthalmic system failed to detect rapid pressure drops in a timely manner and was unable to adequately compensate for them. Consequently, the eye collapsed, resulting in transient ocular hypotony with partial globe collapse near the infusion site. This led to an iatrogenic lesion with perforations of both the retina and choroid, causing massive intraocular hemorrhage and combined retinal and choroidal detachment. At times, the infusion cannula was displaced under the retina and/or choroid. To stabilize the intraocular condition, the infusion was repositioned to the superotemporal quadrant, and the surgery was continued under controlled conditions. Hemostasis was achieved using endodiathermy and external cryocoagulation. Additionally, intraoperative use of tamponade was required. Postoperatively, recurrent vitreous hemorrhage was observed. Possible choroidal detachment or hemorrhage could not be adequately assessed under air endotamponade and therefore could not be excluded. An additional procedure for intravitreal ophthalmic gas injection and conjunctival suturing was scheduled and performed on the following day. The procedure was completed without complications; however, further procedures could not be ruled out at that stage. The patient was discharged with a gas endotamponade and a mild vitreous re-bleed. Further follow-up examinations were required, and the visual prognosis remained unclear.